Event description:
Olympus was informed that the subject device had reset during a procedure and all of the equipment on the cart had lost power.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a bariatric procedure, in which the users reportedly were able to reactivate the subject device and completed the intended procedure with no pt injury reported. An olympus field service engineer (fse) visited the user facility to evaluate the subject device and identified that the cause of the reported phenomenon was attributed to the isolation transformer, and the power switches which were both replaced by the fse. None of the devices on the cart were said to have been damaged. No devices have been returned to olympus for evaluation as of the device of this report. This report will be supplemented if relevant and significant information becomes available at a later date. This is one of the two reports. Also reference MFR report number 9611174-2012-00006. This report is being submitted as a medical device report in an abundance of caution.